Event description:
It was reported that during a laparoscopic gyn procedure, the device malfunctioned; the cartridge is in pieces. It was not noted how the case was completed. There was no pt consequence.